Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure coil was hanging out/ mesentery along the sigmoid"), premature labour ("preterm contractions - cramping") and pregnancy with contraceptive device ("positive pregnancy test / pregnancy") in a (B)(6)year-old female patient (gravida 5, para 3) who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's past medical history included multigravida, parity 4 (((B)(6) 1997, (B)(6) 2000, (B)(6) 2006, (B)(6) 2014)), miscarriage and forceps delivery. Concurrent conditions included obesity and miscarriage. Concomitant products included colecalciferol (vitamin d) since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2007, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain, cramping/still feel the pressure and pain at belly button"). In 2011, the patient experienced dysgeusia ("metallic taste in mouth") and tooth disorder ("dental problems"). On (B)(6) 2013, 6 years 10 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, dizziness and headache. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), back pain ("back pain"), procedural pain ("still feel sore due to pain from surgery") and pelvic pain ("pain"). The patient's last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2014. The patient had essure (ess205) in place beginning at week 9 of the pregnancy with a potential fetal exposure of 46 weeks during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation was resolving, the premature labour had not resolved, the pregnancy with contraceptive device and abdominal pain had resolved and the back pain, procedural pain, vaginal haemorrhage, menorrhagia, dysgeusia, tooth disorder, dyspareunia, weight increased and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2014. (B)(6) was the reported birth weight. The reporter provided no causality assessment for abdominal pain and premature labour with essure (ess205). The reporter considered back pain, device dislocation, dysgeusia, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff reported an unintended pregnancy 7 years after being implanted with essure. It was a high risk pregnancy with close monitoring. She does not recall taking any other prescription medications or over the counter medications on a regular basis or for an extended period besides vitamin d during this time period. According to pfs, essure was inserted on (B)(6) 2006. Child case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Lack of effectiveness may occur with the use of any product as pregnancy may occur during any contraceptive use. Both of these events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events (abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, migration of essure device location of device: mesentery along the sigmoidreflection, salpingectomy (bilateral removal of fallopian tubes), dental problems, dyspareunia (painful sexual intercourse), pain, weight gain were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: doh-mw5031606) on 16-oct-2013. The most recent information was received on 02-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the essure coil was hanging out/ mesentery along the sigmoid'), premature labour ('preterm contractions - cramping/pregnancy (with complications),') and pregnancy with contraceptive device ('positive pregnancy test / pregnancy') in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device failed". The patient's medical history included multigravida, parity 4 (B)(6) 1997, (B)(6) 2000, (B)(6) 2006, (B)(6) 2014)), miscarriage, forceps delivery, heart murmur and tonsillectomy (age 13). Concurrent conditions included obesity, miscarriage, alcohol use, nonsmoker and hypospadias. Family history included hypertension (sister), diabetes (sister), congestive heart failure, colon cancer (mother), gerd (father), hyperlipidemia (father), glaucoma (sister), depression (sister), obesity (sister), alzheimer's disease (maternal grandmother), emphysema (paternal grandmother), lung cancer (paternal grandmother) and high cholesterol. Concomitant products included vitamin d nos (vitamin d) since 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain, cramping/still feel the pressure and pain at belly button"). In 2011, the patient experienced dysgeusia ("metallic taste in mouth/allergic or hypersensitivity reaction") and tooth disorder ("dental problems"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with nausea, dizziness and headache, 6 years 10 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), back pain ("back pain"), procedural pain ("still feel sore due to pain from surgery") and pelvic pain ("pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation was resolving, the premature labour, back pain, vaginal haemorrhage, menorrhagia, dysgeusia, tooth disorder, dyspareunia, weight increased and pelvic pain had not resolved, the pregnancy with contraceptive device and abdominal pain had resolved and the procedural pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters, beginning at week 9. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2014. 3273g was the reported birth weight. The reporter provided no causality assessment for abdominal pain and premature labour with essure (ess205). The reporter considered back pain, device dislocation, dysgeusia, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff reported an unintended pregnancy 7 years after being implanted with essure. It was a high risk pregnancy with close monitoring. She does not recall taking any other prescription medications or over the counter medications on a regular basis or for an extended period besides vitamin d during this time period. According to pfs, essure was inserted on (B)(6) 2006. Child case: (B)(4) (plaintiff¿s child underwent surgery to fix hypospadias). Discrepancy was noted in the product implant date which was previously noted as (B)(6) 2006 and in mr the insertion detail was reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.